Event description:
Device assessment: available daily battery measurements within expected range. Arrhythmia summary: since data last cleared on (B)(6) 2022 based on programmed zones, device detected: 4 monitored at/af episodes. All recorded (B)(6) 2022 . Suspect emi see attached episode list for date, time, duration and details of detected arrhythmias. Note: can +svc is on in shocking configuration observations: rv svc coil alert for impedance out of range 200 ohms. (B)(6) 2022 / 3 pm above 200 ohms suspect rv coil impedance fluctuating upper range. See trending data bsx 0185 endotak reliance g implanted 2006 note atrial over-sensing episodes suspected external source creating oversensing. Rv oversensing also noted during episodes note: consider patient may need external source for defibrillation as coil/s performance are suspected to be unreliable until proven otherwise alert: rv defib lead impedance warning on (B)(6) 2022. Alert: svc lead impedance warning on (B)(6) 2022. Night heart rate over 8s bpm for 7 days. Vf detection may be delayed: vf detection interval is faster than 300 ms (200 bpm) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).